Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
A sales representative reported on behalf of a customer that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was used in an unnamed procedure on (B)(6) 2025, and ¿the endoscopic cotton peanut portion separated from the product leaving a portion in the patient. It was removed intraoperatively before the procedure was completed¿. The procedure was completed with a delay of 10 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used cd801 device found that the woven polyester tape had separated from the device. Root cause cannot be determined, however, based upon photographs and evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was used in an unnamed procedure on (B)(6) 2025, and ¿the endoscopic cotton peanut portion separated from the product leaving a portion in the patient. It was removed intraoperatively before the procedure was completed¿. The procedure was completed with a delay of 10 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.